Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve dislodged aortic.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (serial: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (serial: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of a bicuspid aortic valve, a 29 millimeter valve was implanted. Following final deployment, the valve dislodged. A new valve was subsequently crimped and loaded; however, advancement of the new delivery catheter system with the loaded valve through the aortic arch was not possible. The physicians decided to implant a valve from a different manufacturer. The procedure was completed successfully, and the patient remained in stable clinical condition.

Event description:
It was reported that during the treatment of a bicuspid aortic valve, a 26 millimeter valve was implanted. Following final deployment, the valve dislodged. A new valve was subsequently crimped and loaded; however, advancement of the new delivery catheter system with the loaded valve through the aortic arch was not possible. The physicians decided to implant a valve from a different manufacturer. The procedure was completed successfully, and the patient remained in stable clinical condition. Additional information was received that the valve dislodged aortic.

Manufacturer narrative:
Image review: one media image was provided and one image of the executive summary showing evidence of bicuspid anatomy was provided. There was no fluoroscopic valve load inspection provided for anatomical consideration. A pre-dilatation is recommended in bicuspid anatomy. Evidence shows the valve fully released with a constrained appearance in the lao projection. There was no evidence of the valve in the cusp overlap position. Depth of the valve cannot be confirmed. Full frame expansion should be confirmed prior to release using multiple fluoroscopic image projections and/or short-axis echo. Evidence shows the valve migrated into the aorta at the same time a pause in the pacing run happened. Potential risks associated with the implantation of an evolut fx+ bioprosthesis may include but are not limited to prosthetic valve migration or embolism. It was reported that a new valve was subsequently crimped and loaded; however, advancement of the new delivery catheter system with the loaded valve through the aortic arch was not possible. Updated data: b5. D4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of a bicuspid aortic valve, a 26 millimeter valve was implanted. Following final deployment, the valve dislodged. A new valve was subsequently crimped and loaded; however, advancement of the new delivery catheter system with the loaded valve through the aortic arch was not possible. The physicians decided to implant a valve from a different manufacturer. The procedure was completed successfully, and the patient remained in stable clinical condition. Additional information was received that the valve dislodged aortic. Additional information was received that a pre-implant balloon dilation was performed with an 18x40mm non-medtronic balloon and a non-medtronic guidewire was used for the procedure. The deployment starting point was near the bottom of the pigtail catheter in cusp-overlap view (cov). Prior to valve dislodgement, the implant depth was 5 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was +15mm on the ncc and +10mm on the lcc which was a complete dislodgement.